Manufacturer narrative:
(B)(4). This device has not been returned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a routine follow up appointment, that this right ventricular (rv) lead exhibited noise that was over-sensed by the device, causing pacing inhibition and inappropriate anti-tachycardia pacing (atp). Pacing impedance measurements were 240 ohms, which are lower than previously reported. The physician suggested there to be a insulation issue with the lead the episodes are consistently occurring during upper body exercises with weights and yoga. A x-ray suggests no evidence of a insulation break or fracture. The physician was able to reproduce noise during lead integrity testing and provocation. The patient was discharge home due to a family emergency, and then admitted to the hospital the next day. A lead revision is scheduled in the near future. The lead remains implanted. No adverse patient effects were reported. Additional information was received that this right ventricular (rv) lead was surgically removed. The lead was discarded at the facility, and is not expected to be returned for analysis. The physician believes the damage to the lead was due to repetitive exercising movements by the patient. No adverse patient effects were reported.